Event description:
Patient's spouse reported pt experiences mild but tolerable symptoms - headaches at times and fatigue. Advised that sometimes one of the solis pumps will give occlusion error a few times when pt's priming, but not when pt is actively infusing. Spouse confirmed pump is fine when in use. Advised pt still has stitches in from IV line and they are itchy. Spouse advised pt hasn't noticed any improvement in symptoms yet and on medication about 5-6 weeks. Advised pt has been diagnosed with idiopathic pulmonary fibrosis and is to start ofev soon. Pt also taking ambrisentan and with idiopathic pulmonary fibrosis diagnosis they are concerned that ambrisentan may be worsening pt's idiopathic pulmonary fibrosis. Advised that ambrisentan is from a local pulmonologist and that ofev will be from local pulmonologist as well. Serial number unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. No additional information is available at this time IV remodulin pt, using cadd solis did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No if yes, was any medical intervention provided? N/a is the actual device available for investigation? Yes, upon patient return did we replace device? No did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved? Ongoing? Resolved. Diagnosis for use: pulmonary arterial hypertension.